Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined since the device was not returned for evaluation. It is likely the reported issue occurred due to a defective printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The field service engineer was onsite and performed evaluation for the error:ms06 master hd-sdi in: no sync, circuit board failure. The cv-190 master /slaver and wiring were noted to be okay. The customer had decided not to send the 3dv-190 as the customer no longer had a 3d videolap. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 3d visualization unit had an image problem. The issue was found during an unknown procedure. There were no reports of patient injury or harm.